Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show any damage. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Correction(s): d4. Lot number was updated to: k12250327 0492.

Manufacturer narrative:
The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument did not cauterize. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument did not provide energy. Upon visual inspection, the conductor wire of instrument appeared to be dislodged from the jaws. There were no signs of thermal damage. The instrument did not have physical damage on it. No material was missing or detached from the portion of the device that enters the patient's body. There was no unclamping failure with the instrument. The instrument did not have an unintuitive or uncontrolled motion. The instrument was replaced.